Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation found that the internal battery caused the system error message. Based on all available evidence and previous investigations of similar complaints, the battery failure was due to a manufacturing defect. Additionally, the nrv assembly was replaced to resolve the internal self test failure. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.